Manufacturer narrative:
Event #3. (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 3. Customer reported three (3) patients have experienced final compounded bags running dry prior to the end of the infusion time. This report is for patient #3. There was no reported patient injury.